Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. It was noted imaging was challenging throughout the procedure. An xtw clip was inserted but it was noted a septal hugger occurred. The clip was able to advance under the valve and the leaflets were successfully grasped. While attempting to deploy the clip, it was observed the clip failed to establish final arm angle (efaa) and jumped open to roughly 70 degrees. The clip was closed, and the lock was retested. This time the clip remained closed; therefore, the clip was deployed. To further reduce tr, an additional xtw was inserted and deployed. However, after deployment, it was observed the first clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, two additional clips were implanted, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip jumping, unintended movement of clip open during efaa, difficult or delayed positioning (septal hugger), and slda. The reported poor image resolution was associated with challenging imaging. The reported unexpected medical intervention was a result of case-specific circumstance as two additional clips were implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.